Event description:
The customer reported via phone call that the insulin pump had delayed button response when it displayed a feature on the screen. The customer stated that he would remove and reinsert the battery, and then the insulin pump would work until he tried to do anything manually on the device. The customer's blood glucose was 170 mg/dl. He stated that the insulin pump would alarm with a message and then become stuck. The customer did not observe any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The escape button was unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.